Manufacturer narrative:
Correction: device details updated. This report is submitted on 20 november 2019.

Manufacturer narrative:
This report is submitted on october 15, 2019.

Event description:
Per the clinic, it was reported that the patient received a lack of benefit with the device. Subsequently, the internal magnet was explanted under general anaesthesia on (B)(6) 2019. The implant fixture remains insitu.